Event description:
It was reported that the balloon on the catheter ruptured in situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ii980109. The sample has been returned to arrow. Examination of the returned sample indicates that the balloon latex and deterioration at the distal glue line. Balloon deterioration can occur over a period of time due the physical or chemical action of the environment.